Manufacturer narrative:
The device is expected to the returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The secure lock male adapter of the tubing set was connected to a female adapter of the unspecified central catheter and was being used to deliver an unspecified volume of tpn, at a rate of 220 ml/hour, for a duration of 12 hours, via a gemstar pump. At an unspecified time, it was reported that the pt noted his shirt was wet. It was reported that after the pt's mother checked the IV connection, the mother noted that the tubing had separated from the secure lock male adapter of the tubing set. It was reported that an unspecified volume of solution leaked. The customer contact reported that within 45-60 minutes, the tubing set and the solution bag were replaced and the therapy was resumed. The physician was notified. The physician ordered the pt to be given prophylactic rocephin 1 gm every 12 hours for a total of 4 doses to prevent infection. Though requested, no additional info was provided.